Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was duplicated and the smart pneumatic module board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self-check failure- 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.